Event description:
Patient's medical records were received. Records indicate the patient had a revision to address a patellar implant failure and extensor mechanism repair. The manufacturer of the patient's patellar implant was not depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The initial reporting stated the patient experienced trauma while working at home trauma prior to the revision surgery. It was also noted the patellar implant removed during the surgery was not a depuy product. Depuy does not recommend using competitor products in combination with depuy products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer continuum part med 19 mm patellar. Event: this was used in conjunction with depuy product in this patient.